Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Investigation results: only the ligator head was returned for analysis. A visual examination of the component found all bands present with four bands moved out of their position. The ligator head teeth were bent. The suture was completely attached to the ligator head; however, it was broken at the loop section. Based on the evaluation of the returned device, these failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a pancreatic pseudo cyst drainage procedure performed on an unknown date. According to the complainant, after suctioning the varix, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.